Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker device was seen in (B)(6) 2017 and it had two years and six months remaining and then in (B)(6) 2018 it had 0.5 year. It was then checked and showed 1.5 years. Boston scientific technical services (ts) called back and obtained a save to diskette and a full save to memory. Additional information indicated that a request from the field was evaluated for overall function and true battery remaining for this device. There were no resets noted in the device memory and it was confirmed that the device memory status was normal. Also, the device current battery status was good. The device appeared to be operating and depleting normally. Also, it was accurately calculating the longevity remaining and at the present operating parameters was calculating a longevity remaining of 1.13 years until ert declaration. As of this time, this device remains in service. No adverse patient effects were reported.